Event description:
Coiling treatment of an aneurysm. During coil delivery, it was reported the coil prematurely detached and was successfully retrieved by withdrawing the catheter. No patient injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. The pusher assembly was found severely kinked. When advancing the coil through the catheter, the kinks were allowed to straighten. As the kinks straightened, the release wire pulled into the distal tip of the pusher assembly causing the implant to detach.